Event description:
It was reported that during a vats wedge resection, the surgeon complained about battery slowing down while firing on the wedge. They were able to complete the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent 11/5/2024. D4 batch #831c67. B3: only event year known: 2024. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with a reload loaded. The reload was received fully fired with some b-formed staples on the reload deck. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 831c67, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device pcee60a lot number c9dj11 and no non-conformances were identified.